Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was unable to be restarted. Customer confirmed pump turned on when plugged into a power source, but the screen was still blank. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate form of insulin therapy.